Event description:
A physician was implanting an everflex entrust for treatment of the common iliac artery. The device was prepped as per the IFU with no issues identified. It was reported the stent was rinsed, inserted on the guidewire and into the sheath. The inner layer of stentshaft broke off together with stent and got stuck on guidewire during use in the patient. The guidewire had to be changed to proceed. No intervention was required. The procedure was completed with a new entrust and a new guidewire. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was deployed in common iliac artery. No intervention was required afterwards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned in two separate parts. The handle of the device still had the red lock tab in place, but the gold isolation sheath had been pulled out of the device. The gold isolation sheath had a guidewire stuck in it. No stent returned with the device. The returned guidewire was measured and was confirmed as 0.035". The red lock tab was removed, and the handle was opened, the back hub/luer was detached from the gold isolation sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.